Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported during laser assisted cataract surgery the capsule tore around posteriorly with a small amount of vitreous loss. Additional information has been requested.

Manufacturer narrative:
Additional information provided. The customer's reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).